Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.5cm from the iabc distal tip. The central lumen was noted broken at approximately 72.1cm from the iabc luer. A section of the broken central lumen was not returned with the sample. Furthermore, the end of the inner cannula (iabc central lumen) pierced the bladder at approximately 70.5cm from the iabc luer. A bend to the iabc central lumen was noted at approximately 55.4cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0053in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed damaged/separated central lumen. The iabc was leak tested again, with the iabc distal tip blocked off; a leak was immediately detected from the iabc bladder membrane at the location of the previously noted damaged bladder. The leak from the iabc bladder is consistent with contact from the damaged/separated end of the central lumen. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted, the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. Some blood and debris were noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 23.5cm from the iabc luer. Some blood and debris were noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood was found visible in the helium line" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen could result in blood entering the helium pathway. Additionally, the bladder was noted damaged and punctured by the broken central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action has been initiated to further investigate the issue.

Event description:
It was reported "the patient was inserted on a catheter and the left femoral artery was punctured, the placement process was done by unsheathed puncture, blood was found visible in the helium line as soon as the balloon was entered, and the catheter was withdrawn and found to have a fractured central lumen, which was then replaced with a new catheter and reintroduced". The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the patient was inserted on a catheter and the left femoral artery was punctured, the placement process was done by unsheathed puncture, blood was found visible in the helium line as soon as the balloon was entered, and the catheter was withdrawn and found to have a fractured central lumen, which was then replaced with a new catheter and reintroduced". The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".